Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder (tube) has foreign objects, air/water-tube has foreign objects, distal end has foreign objects, inside of light guide lens has discoloration, adhesive around objective lens has a scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "foreign body was stuck in the working channel" cause due to clogging of channel-tube. The most probable cause of the additional foreign material failures could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign body stuck in the working channel (prosthesis). The issue was found during a procedure. There were no reports of patient harm.